Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Patient's other blood glucose value: unknown. Redness, irritation and red patches were also reported. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer declined to troubleshoot for their blood glucose levels. The device is not expected to be returned for analysis.

Manufacturer narrative:
Unable to test or reproduce skin irritation in lab. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.